Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power disconnects and power switching, which resulted in a ventricular assist device (vad) stop. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the battery manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the battery passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file did not reveal any power switching events. There is no evidence that the lubrication servicing was performed on the reported devices. Analysis of alarm log file revealed multiple power disconnect alarms involving the battery. These power disconnect alarms were caused by one of the cells falling below a voltage threshold. Log file analysis also revealed a controller power up event on 16-apr-2019, at 10:43:00. The data point prior to the loss of power revealed that the battery was connected to power port one with 44% relative state of charge (rsoc) and another battery was connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that a new battery was connected to power port one and the other battery was connected to power port two. The controller was without power for 10 seconds. As a result, the reported power disconnect and loss of power was confirmed; however, the reported power switching event was not confirmed. The most likely root cause of the reported power disconnect event can be attributed to a lifted cell weld. A possible root cause of the loss of power can be attributed to a battery malfunction, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the associated battery. The controller subsequently tested out of specification during manufacturer's analysis.